Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0r0zy, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va0r0zy, ubd: 02-dec-2018, (B)(4). (B)(4) pertains to ipg 3058 interstim ll (njy276024h) and tined lead, 3889-28, interstim (va0r0zy). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient never had therapeutic effect. The patient stated the device did not work at all. The patient had to undergo having the leads replaced. The patient noted the leads disconnected in 2015 or early 2016 and it still didn¿t work. The patient was implanted for bladder control, urge frequency, and bladder incontinence. The patient stated since the implant was put in she had been plagued with urinary tract infections (uti), and prior she had them annually. The patient stated she had antibiotics from her hcp for the uti. The patient noted she did not have a uti now, but she had terrible leaking and urgency problems. The patient noted she would have the device taken out if she could do it without an antistatic. There were no further complications that have been reported as a result of this event.